Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an atrial flutter ablation procedure, a pericardial effusion occurred. After the pulmonary veins were isolated in the left atrium and the cavo-tricuspid isthmus line was ablated in the right atrium, the ablation catheter was moved back into the left atrium where the atrial flutter was going to be induced. Ablation was started in the left atrium when the patient became hypotensive and a pericardial effusion was seen on intra-cardiac echocardiography (ice). A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.